Event description:
On (B)(6) 2012, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was implanted. The trunk-ipsilateral leg component was deployed and landed as intended. Upon withdraw of the delivery catheter it was observed that the proximal olive remained on the guidewire. The physician used a buddy wire and a 12x4 balloon to pull the olive back into the delivery sheath and out of the pt. There was no adverse event to the pt. The aneurysm was excluded. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.